Event description:
A micro drill straight attachment was sent for svc and it overheated during performance testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion within the device was identified as the probable cause of the device overheating. The micro drill medium straight attachment was discarded; it is not repairable once it is disassembled.